Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown alarms was not confirmed. The reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The reported event of controller clock not set alarms was confirmed via analysis of the submitted log file. The submitted log file did not contain any data from the reported event date as the system controller clock was reset to the default timestamp for the majority of the log file. The log file captured a controller clock not set alarm from the first event in the log file (captured on the timestamp of 25feb2000 at 10:43:02) to the timestamp of 28feb2000 at 20:38:36 due to the system controller clock having been reset to the default timestamp. The alarm resolved after the event captured on 28feb2000 at 20:38:36 once the system controller clock was synched to the correct time. The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion from the timestamp on (B)(6) 2000 at 03:21:30 to on (B)(6) 2000 at 03:37:06 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and the mobile power unit and occurred on both the white and black power leads. The log file did not capture the controller exchange and the events leading up to the exchange as the data was overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information (including if the cause of the alarm was identified); however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18apr2019 . Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage advisory, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had an unclear alarm and ultimately did an unsupervised system controller exchange without the clinics knowledge. On (B)(6) 2024 log files from old primary system controller were submitted for evaluation. The event log file contained mostly dates from (B)(6) 2000. These events were associated with controller clock corrupt flags which indicate that the system controller clock was not set. The data indicates that a clock time changed event occurred at (B)(6) 2024 at 11:37:00. The were no unusual events recorded after this time. Due to the inaccurate date / time stamps, a clearly evaluate these events was not able to be done. However the recorded data appears to show several power cable disconnect events while connected to battery power.